Manufacturer narrative:
A visual examination of the returned device found that approximately 9mm of the sheath was ripped at the distal end of the cutting wire. This caused the cutting wire and the hypo tube to migrate towards the handle and prevented the cutting wire from deflecting properly. Localized twistes were present along the sheath and the distal end of the sheath was severely twisted. Confirmed the customer complaint of the cutting wire not coming to the end of the sheath. It is possible that excessive force or improper generator settings caused the wire to rip/burn through the sheath during use. A lot history search was performed and revealed no other complaints reported against lot number 8014092. A review of the device history record revealed no anomalies.

Event description:
It was reported to boston scientific corporation that a ultratome double lumen sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, after the first cut of the papilla, the cut wire did not come out close to the tip, it came out 15 millimeters below. Another device was used to complete the procedure (unknown device). No patient complications were reported as a result of this event.